Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted and the customer reported the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The first clip delivery system (cds) was advanced to the tricuspid valve. The clip was deployed on the anterior/septal leaflets. During removal of the gripper line, it was observed that the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). Imaging was noted to be difficult. A second clip was implanted for stabilization, and the tr was reduced to 2. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to user technique/procedural circumstances (resulting from visualization limitations). The mitraclip device was used on the tricuspid valve, which is considered an off-label use of the device. It should be noted that the mitraclip instructions for use states that: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr); however, this did not contribute to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.